Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed a noisy pump and speaker is not sounding. Customer's reported issue was confirmed. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. When the alarms were triggered, the speaker did not sound, confirming the customer complaint. The root cause of the reported issue was determined to have been caused by a faulty speaker on printed circuit board. Actions taken to mitigate the reported: replaced the noisy pump and printed circuit board and performed preventive maintenance.

Event description:
It was reported the alarm was not audible. The reporter could not confirm whether patient was involved or found during testing.